Event description:
At 0650, observed visually a 3 star red alarm reading v tach. No audible alarm occurring during this event. Pt found unresponsive with very shallow breathing at 0650, pupils were unreactive. A thump to the chest was done with no response. Pt continued to have very shallow breaths. Code was called.